Event description:
Customer reported false positive result reported on their alinity m sars-cov-2 assay (lot number 521857). A school administrator reported to the customer that there has been some false positive results for the patients due to testing negative (unknown platform) after the initial positive test. The specimens were in transit 1 day only, there was no pooling, and they were no longer then 4 hours on the instrument. Retesting of the specimen was unknown. Customer stated that information regarding patient management was not available at that time. The customer reported an additional discrepant false positive result on the alinity m sars-cov-2 assay (lot number 522133) (B)(6) 2021. Patient's parent called to claim the result was false positive due to patient was tested on (B)(6) 2021 with two pcr tests & one rapid test and received negative results. There was no report of impact to patient management. This false positive event occurred on 4 alinity m systems. Therefore additional reports will be submitted under 3005248192-2021-00328, 3005248192-2021-00330, and 3005248192-2021-00331 to address the additional instruments regarding this event. The initial reported event was reported on 3005248192-2021-00329 against an unknown lot number. Due to additional information received regarding a second lot number, this MDR will be submitted as an additional report for lot number 52213.

Manufacturer narrative:
Reported event was initial reported in 3005248192-2021-00329. Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying late florescent signals with exponential curves in the fam channel. There is no potential amp plate carryover risk for any sample ids (sids) after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 are performing outside of established design performance specifications according to the amplification curves. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522133. A lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 were not identified.